Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer failed due to component. Field service engineer replaced the retractor band and position sensor to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed, which caused delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.